Event description:
A malfunction alarm occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer had previously reported similar cartridge alarms with the pump. Technical support decided to replace the pump, as it was under warranty, and instructed the customer to use multiple daily injections as a backup therapy. Technical support also provided instructions for putting the pump into storage mode and facilitated the return of the problematic pump with a pre-paid label.